Event description:
The pt was undergoing a coronary catheterization with angioplasty and stenting of the left anterior descending artery and left anterior descending diagonal branch. An atw wire crossed into the distal lad and run-through wire had to be used for the diagonal branch. A 3.0 x 15mm balloon was deployed into the lad and 3.0 x 12mm balloon was deployed into the diagonal branch for kissing balloon angioplasty with good result, however there was an area in the lad that was consistent with dissection so a 3.5 x 5mm resolute integrity stent was placed in the lad this caused compromise in the diagonal branch so another 3:0 x 12 mm resolute integrity stent was placed there. In the process of moving the stent/balloon to another location the wire/balloon stent were pulled back into the guide catheter as a result the stent/balloon shaft sheared off inside the guide catheter. The entire system was removed in one piece with the severed shaft inside the guide catheter. Date of use: (B)(6) 2013. Diagnosis: cad.